Event description:
Olympus was informed that in the middle of a pelviscopy procedure, the user kept getting an error tone and then the device stopped working. The intended procedure was successfully completed with another device. There was no patient injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The reported phenomenon was confirmed. A test equipment was attached to the device and a probe check was performed. The device failed the probe check. The distal end of the device was inspected under a microscope and found a crack on the probe. This type of probe damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."